Event description:
Ethicon cdh 29 ils stapler used for anastomosis and it was leaking. Pt's surgery turned from hand assisted laparoscopic to open procedure. Unknown at this time if operator error or equipment failure. Dates of use: one day in 2007. Diagnosis or reason for use: stapling device during or.